Event description:
It was reported that the patient received shock for oversensing. The technician stated that the egms showed noise. The patient is terminally ill, and the physician decided to program the defibrillator portion of the device off. The system remains implanted.

Manufacturer narrative:
Na